Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the outer conductor coil which occurred most likely during surgery. In addition, signs of abrasion were found along the lead body. The insulation was intact. During further analysis, no deviations were noted which might be related to the clinical observation. In particular, the values measured during the electrical and mechanical analysis proved to be within the technical specifications. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged one day post implant and a lead revision procedure was performed. Four attempts to reposition the lead were made, but all were unsuccessful. This ra lead was explanted and a new lead was successfully implanted. The lead has not been returned.